Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose. Blood glucose level was 50 mg/dl at the time of incident. Customer stated that last night he went ahead and put on a new sensor and went to auto mode connection. Customer had received a low reading in his insulin pump which was also confirmed when he did his finger stick reading. But prior to it there was already a bolus delivering to him so he suspended it and gave himself food to eat. However, he fell asleep for about four hours and forgot to resume delivery which caused him to wake up with a high blood glucose of 320 mg/dl. Auto mode was not active at the time of reported event. Insulin pump will not be returned for analysis.